Event description:
New information received indicates that the right ventricular (rv) lead also exhibited high pacing threshold.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. A complete lead was returned in one piece for analysis. Visual and x-ray inspection found helix was retracted and clogged with blood and tissue. It was also found that the inner coil was over-torqued consistent with procedural damage. Electrical testing was normal with no anomalies found. No other anomalies were seen.

Event description:
It was reported that the patient presented in clinic for implant procedure. Chest x-ray was performed on the next day of procedure and found dislodgement of the right ventricular (rv) lead. The rv lead was explanted and replaced. Patient condition was stable.